Event description:
Midas (B)(4) surgeon cutting tissue in carpal tunnel surgery. Small metz scissor handle broke. 2 pieces of instrument total confirmed complete by st, rn & spd. Intrument labeled with pt name & taken by spd.